Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary the user returned the actual complaint device (lot 0903c04, manufactured march 2009) for investigation. The evaluation of the returned device identified missing segments in both dose numbers. A detailed investigation found liquid ingress with a contributing factor of a cracked lcd cable. The liquid ingress resulted in rust, residue and corrosion throughout the pens assemblies. The liquid that caused the malfunction is unknown. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen. Corrective action, cracked lcd cable - a corrective action was implemented (B)(4). In addition, a corrective action has been initiated to replace the existing memoir lcd cable (B)(4). Corrective action, moisture/liquid ingress - a corrective action to redesign the flexible circuit board to improve the protection of electronic components against moisture ingress has been initiated. Due to the combination of this improvement with other planned corrective actions, (B)(4). Improper use and storage the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a pharmacy that contacted the company to report a product complaint, regards a patient on unspecified gender, age, and origin. The patient began using an unspecified medication for an unknown indication. The patient's humapen memoir was reported to have blinking stripes on the display again and again. The pen was returned to the manufacturer on (B)(4) 2011, and upon examination missing segments of the dose numbers were noted. This humapen memoir is associated with product complaint (B)(4) / lot number 0903c04. The user and the user's training status were not provided. The duration of device use was not provided.

Event description:
(B)(4). This device case, which does not include an adverse event, reported by a pharmacy that contacted the company to report a product complaint, regards a patient on unspecified gender, age, and origin. The patient began using an unspecified medication for an unknown indication. The patient's humapen memoir was reported to have blinking stripes on the display again and again. The pen was returned to the manufacturer on (B)(6) 2011, and upon examination missing segments of the dose numbers were noted. This humapen memoir is associated with product complaint (B)(4). The user and the user's training status were not provided. The duration of device use was not provided. Update (B)(4) 2011: additional information received on (B)(4) 2011 from the global product complaint database added the device specific safety summary; updated.